Event description:
In a letter from the attending physician it was indicated that this pt experienced an "irritant contact vs. An allergic contact dermatitis just under the condom site on the penis." In further conversation with the physician's staff it was indicated the pt has a "weepy" rash that covers the entire surface of the penis and that the physician had provided special instructions to the pt to change the catheter 3-4 times a day.